Event description:
It was reported that during a routine refill, the hcp was unable to fill the reservoir completely. The aspirated volume was as expected; no discrepancies were noted. When the hcp attempted to refill the pump, 3 ccs of drug were quickly pulled in, but when she tried to fill with the remaining drug, she met with resistance and was unable to fill the reservoir. The reservoir was then aspirated of the 3 ccs of drug and "some air". The hcp again attempted to refill, she was unable to do so. She attempted several maneuvers to try to release the valve in the reservoir over the next 90 minutes, but she still was unable to fill the pump. The pump was explanted and replaced with a similar device. The pump contained morphine sulfate 10 mg/ml and bupivicaine 35 mg/ml. No patient injury was reported and the patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.